Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four exactamix 3000 ml eva tpn bags leaked. A small pinhole was observed in the bag and the leak was not noticed until after the bag was filled. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2018-07261. All investigation activities will be captured under report 1416980-2018-07261.